Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the device was leaking; it was also causing mixing issues which did not allow the users to infuse and resulted in losing two days worth of medication. The pumps in use gave a "no disposable, pump won't run" alarm. The patient was unable to resolve it the first time, so they switched to another pump and mixed a new cassette which resolved the issue. The next time, the patient did not try to switch out the pump, they just mixed a new cassette to resolve the issue. They added that this happened over the summer as well (july). There was no missed dosses reported. There was no patient, or clinician injury associated with this event.